Event description:
The customer reported that when an image is recalled, it does not match the thumbnail view and is out of sequence. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.